Event description:
As reported: hole was found in sterile packaging after removing from the box. Device was no longer sterile so different item used instead. Procedure (stroke) performed as expected. No patient injury reported.

Manufacturer narrative:
Correction: device is available for evaluation and date returned to manufacturer has been provided in section d.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: hole was found in sterile packaging after removing from the box. Device was no longer sterile so different item used instead. Procedure (stroke) performed as expected. No patient injury reported.

Manufacturer narrative:
The investigation of the returned device found that the protective tube punctured through the top of the pouch, which is consistent with the condition described in the reported event. The in-process seal of the pouch remained intact, indicating that the device was never removed from the pouch/tubing. Per the build record, the devices in this lot passed all final packaging and labeling inspections; therefore, the pouch was undamaged prior to the device release. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damaged pouch.

Event description:
As reported: hole was found in sterile packaging after removing from the box. Device was no longer sterile so different item used instead. Procedure (stroke) performed as expected. No patient injury reported.